Manufacturer narrative:
(B) (4). Sample was discarded.

Event description:
A home pt (hp) contacted baxter's technical service center regarding homechoice (hc) automated peritoneal dialysis (apd) therapy. The pt was in the priming phase and reported that there was a hole in the pt line extension. Per initial report, baxter's technical service rep (tsr) assisted the customer during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report. The tsr had hp press stop and close clamp to pt line and replaced the pt line extension with new extension. The hp continued with priming. Hc was operational. The hp was contacted by baxter. The pt stated that there were three pt line extensions that had cuts on them. She had discarded the pt line extensions before use and had not seen any problems since.